Manufacturer narrative:
(B)(4). Foreign: the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded device as a biohazard.

Event description:
It was reported that after implanting the anchor, the first needles were passed through the tmj capsule, and on the 3rd pass, the needle fell off the suture. The procedure was completed with another device without delay. No further information is available.

Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.